Event description:
Partial extubation of endotracheal tube in a neonatal pt while using MFR's neo-fit endotracheal tube holder. Pt required resuscitation to prevent serious injury or death from occurring.